Event description:
Event description guidant received information that during an elective device replacement procedure, this lead was capped and replaced due to noise and oversensing on the rate/sense channel, leading to inhibition of pacing and an inappropriate shock.